Manufacturer narrative:
Findings: pump received unable to do basic occlusion, occlusion, prime and excessive no delivery test due to broken reservoir tube lip noted. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot, missing reservoir tube o-ring and broken battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 372 mg/dl. The customer declined to troubleshoot for high blood glucose issues. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 372 mg/dl. The customer stated that there are pieces missing on the reservoir compartment and battery compartment and also had scratches. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.